Manufacturer narrative:
Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. It was reported that the patient was experiencing power switching or "toggling" as well as critical battery alarms. Log files available did not cover the reported event date. Failure analysis of the returned device revealed that the device met specifications; the device passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller and showed no critical battery alarms. No failure, both batteries performed as expected and the reported event could be duplicated at the bench level. Other device involved in this event: medical device: battery /(B)(4)/ catalog number: 1650. Device available for evaluation: 04/05/2017. Device evaluated by manufacturer? Yes returned to manufacturer. Device manufacture date: 06/20/2016. Labeled for single use? No. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this complaints: (B)(4), 1650, exp. Date: 06/30/2017, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available always. Also, stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported from the site that both batteries have been causing critical battery alarms and frequent toggling. The patient has kept an accurate log of issues over the last two weeks. It is unclear the actual charge on each battery at the time of the alarms. Batteries were taken out of service and sent to manufacturer. No further information available regarding the issues is available.